Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed incorrectly: the time had not been changed for daylight savings time, and the basal rates were incorrect. The customer's wife stated that she accidentally set the wrong basal rate when she tried to change it. The basal rate should have been 2.20 units per hour, but was instead set at 0.20 units per hour. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.